Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The event is detectable/preventive by handling the product in accordance with the following IFU: operation manual, operation section, "chapter 3 preparation and inspection_3.8 inspection of functions combined with related devices" inspection of air supply function, inspection of objective lens surface cleaning function instruction manual operation section "chapter 3 preparation and inspection_3.3 inspection of the endoscope, 3.4 inspection of accessories, 3.6 inspection of related equipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the colonovideoscope exhibited foreign material inside the nozzle. There was no patient involvement in this event.